Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of the index surgical procedure (c-section)? What tissue location of the placement of suture? How was the suture placed, interrupted or continuous? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please specify what type of anti-infection treatment was given to the patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were symptoms resolved after anti-infection treatments? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used. It was reported that on the 3rd day post-op, the patient experienced erythema and inflammation at the abdominal incision. Anti-infection treatments were given to the patient. Additional information has been requested.